Manufacturer narrative:
The customers complaint on could not achieve coagulation could not be reproduced. The device was returned in a very clean condition, no cracked insulation, flare intact, jaw open and close, the jaw opening = .130" u/t. The blade advances and retracts, the lock engages, releases, device connected to the generator set at 35 watts, device activated and coag but observed device shorting (no coag) due to the small jaw opening. The jaws of the device may have been bent by the end user.

Event description:
During a laparoscopic bso using everest cutting forceps, when the surgeon attempted to achieve coagulation it only worked very intermittently. Two devices were used and failed, the procedure was then converted into an open procedure to complete. See MDR 3011050570-2015-00001 for the other device. Our (B)(4) distributor was aware of the incident on (B)(6) 2014 but did not notify olympus of the event until (B)(6) 2015.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a laparoscipic bso using everest cutting forceps, when the surgeon attempted to achieve coagulation it only worked very intermitttently. Two devices were used and failed, the procedure was then converted into an open procedure to complete. See MDR 3011050570-2015-00001 for the other device.our (B)(4) distributor was aware of the incident on (B)(6), 2014 but did not notify olympus of the event until (B)(6), 2015.